Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak passing suture tore after the anchor was implanted and the surgeon pulled back on the sutures to set the anchor. This was discovered during an mpfl reconstruction procedure performed on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was provided on 10/15/2025: all fragments were retrieved, and the case was completed using a replacement ar-3636 knotless 1.8 fibertak. The case was delayed for five minutes with no additional anesthesia administered.